Event description:
It was reported that during an unknown procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged antibackup. Evaluation summary: the instrument was returned in good physical condition. The instrument was cycled and two clips partially formed were fed due to the antibackup was non-functional. Upon disassembly of the instrument, the lever was found worn out; leading the antibackup failure. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. However, a potential cause of the reported feeding issues is due to the antibackup failure the clips were not fed into the jaws as intended. A batch record review was performed and no anomalies were found during the manufacturing process.